Event description:
The customer reported that the table vertical break is non-functional. Philips service confirmed that there was no harm to the patient or operator. Philips service determined that the customer had completed a patient procedure and was preparing to remove the patient from the system, when the patient table moved slowly downward. Philips service evaluated the system and determined that the key in the vertical brake had failed and replaced the vertical brake assembly.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).